Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the customer reported the clips would not lock in correctly because the end of the clip applier was bent. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset of 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.